Manufacturer narrative:
A siemens employee evaluated data provided by the customer. The quality control replicate data (precision and accuracy) are within acceptable limits. There are no result errors reported. There are no instrument errors reported. There are no reports of issues with other tests. The cause of the discordant falsely low hcg result is unknown but sample integrity is suspected. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low human chorionic gonadotropin (hcg) patient sample test result was obtained on a dimension exl with hm system. The result was reported to the physician who requested a repeat. The same sample was repeated on the same system. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low hcg.